Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was retrieved from the treatment site. There were no patient complications.